Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 01/19/2016. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connecter type as taper ii. Visual inspection observed some discoloration on the device, and liquid was noted inside the band. The band tubing appeared to have been cut, and the end cut was noted to have striations. Leak testing was performed and observed no leakage of the device. A fill test was performed and no blockage was observed. The reported failure could not be replicated. Device labeling addresses the reported event as follows: contraindications: the lap-band ap system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Gastric banding done as a revision procedure has a greater risk of complications. Prior abdominal surgery is commonly associated with adhesions involving the stomach. In the (B)(6) study of severely obese adults, 42% of the subjects undergoing revision surgery were reported to have adhesions involving the stomach. Care and time must be taken to adequately release the adhesions to provide access, exposure and mobilization of the stomach for a revision procedure. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required. Rapid weight loss may result in development of cholelithiasis which may require cholecystectomy. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: ... Abdominal pain, ... Cholecystitis.

Event description:
Reported via the user facility as: the patient had their lap-band system explanted. It was reported the patient had "lost 71 lbs. And gained it back." Prior to explant, the patient complained of nausea, vomiting, and "bloating for one year. Lap-band was emptied." A year prior to removal, the patient was noted to have "minimal to no improvement. [The patient] had a swallow test that revealed the band in the 2-80 clock position and sluggish passage of contrast to the distal stomach. [The patient] acts very frustrated toward the band. States frequent vomiting up to 4xs a day. [Complains of] pain at port site." The patient also had "[biopsy] with cholelithiasis and [history] of cholecystitis. [Complains of] rvq pain for last 6 months with [nausea and vomiting]." The patient had an "rvq ultrasound [that] revealed cholelithiasis. Lap-band with adhesions to the left lobe of the liver, laparoscopic scissors were used to dissect the stomach from the liver. The gastric application was taken down using the scissors. The fibrous capsule was dissected from the stomach, transected and handled as a specimen." The patient had "the band and gallbladder removed. [Diagnosis] lap-band failure/cholecystectomy." The reporter indicated the lap-band failure was "material erosion."